Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor memorygel, 560cc breast implant experienced left-sided capsular contracture grade IV, and skin discoloration, and right sided implant site calcification post procedure. The issue was discovered through physical examination, and confirmed by mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of implantation fields from (B)(6) 2020 to (B)(6) 2020 as per information found in mentor device tracking. Manufacturer¿s reference number: (B)(4).